Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery noted: "spindle cell sarcoma of bone." And reason for revision noted: "aseptic loosening and metallosis." During a case review meeting, it was confirmed that loosening and bone resorption is a consequence of the metallosis.

Manufacturer narrative:
Additional manufacturer narrative: reported event: an event regarding metallosis/ abnormal ion levels involving a mets, distal femoral replacement, femoral stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets distal femoral replacement, the date of insertion is unknown. The surgeon reported aseptic loosening of the implant and metallosis. The CT image provided shows radiolucency between the cement mantle and stem, and between the cement mantle and bone, along the femoral and tibial stems. The cement mantle was fragmented. There were gross bone resorption and remodelling, especially at femoral resection on the lateral side, which might be caused by metallosis. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for surgery noted: "spindle cell sarcoma of bone." And reason for revision noted: "aseptic loosening and metallosis." During a case review meeting, it was confirmed that loosening and bone resorption is a consequence of the metallosis. Update 09jul2021: x ray review " products involved" update, as discussed with senior investigator and clinician the alleged metallosis is caused by metal devices in conjunction and/or relative motion so the following components should be investigated : stem ¿ shaft ¿ femoral component.